Event description:
After an implant period of approximately 38 months, oversensing was reported.

Manufacturer narrative:
The lead under complaint as well as an x-ray image were received for analysis. The available diagnostic image showed a coiled up lead body in the area of the generator housing and the svc coil was near the clavicle. It was notable that the x-ray image was taken in 2017. Diagnostic images from the implant date were not provided. However based on the characteristics of the lead position, the presence of a twiddler syndrome in the implanted state is conceivable. Subsequently the performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular between 39 cm and 42 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cables to the shock coils and to the ring electrode were severely damaged. Based on the characteristics of the damages and according to the x-ray image, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further visual inspection demonstrated fractures of the conductor cables to the svc shock coil and to the ring electrode which most likely resulted from excessive pulling forces, presumably applied during the extraction procedure. The shock coils were also deformed during the extraction procedure. Due to the extent of the damages no further analysis of the lead was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.